Manufacturer narrative:
It was claimed that the compressor's motor making noise and low pressure alarm occurred. There was no patient harm. The issue was reportable as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Low pressure alarm is activated if measured pressures are outside alarm limits. Based on provided information, the 10000 hours maintenance kit required replacement. The most likely root cause for the reported problem could be related to expected wear and tear.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor's motor making noise and the pressure did not increase. There was no patient harm. Manufacturer's ref. #: (B)(4).